Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2012 and a sling was implanted. It is reported that the patient experienced undisclosed injuries. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Undisclosed injuries occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.